Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50x32mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the tip part of the stent strut was damage. The procedure was completed with another of the same device. No patient complications nor injuries reported.